Manufacturer narrative:
The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. (B)(6). Relevant retention test strips (lot 397396) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer stated the meter heater plate was dirty. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation in equals lay user / patient.

Event description:
The initial reporter complained about a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result was 1.4 inr and within 7 hours the laboratory result was 2.4 inr. The laboratory result was deemed to be correct. The patient's therapeutic range is 2.0 - 3.0 inr. The patient suffers from an unspecified autoimmune disease.